Event description:
A report was received that a patient was explanted due to infection. The patient had redness at the pocket site and was provided with both intravenous and oral antibiotics. The physician attributes the infection to the patient being non-compliant. The patient is reportedly doing fine following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.